Event description:
It was reported that after injecting the viscoelastic, pushing the plunger, there was a lot of resistance in the process. The cartridge section was opened and the lens was found to be faulty. Issue happened during preparation, no patient contact. No further information available.

Manufacturer narrative:
Pt. Info.: unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: device available for evaluation: yes. Date returned to manufacturer: 12 aug 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck on a piece of adhesive and circled with black ink. The original folding carton and patient stickers were received as well. Visual inspection under magnification revealed that the complaint lens was received stuck to paper and circled with black ink. The lens was removed from the adhesive and cleaned however, a portion of the adhesive could not be removed from the lens. Additionally, ink could be observed on the lens. The haptic could be observed to be damaged. The optic could also be observed to be torn and had a scratch. The complaint issue of "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue ¿difficult to use¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.